Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced cardiac issues while performing pd therapy on a homechoice (hc) device. The caregiver (cg) contacted a baxter technical service representative (tsr) to request assistance in ending therapy and removing the cassette stating," the pt needed to go to the hospital." The tsr provided the requested assistance. The pt was hospitalized in a small community hospital for unspecified cardiac issues. Nine days later it was determined the pt had blockages in the heart and that the pt would need to undergo surgery. On an unreported date, the pt was transferred to a facility with a higher level of care for a cardiac catheterization procedure. At the time of this report, the pt is awaiting the surgery. Additional information was requested but is not available.